Manufacturer narrative:
The customer did not provide any product information, so it was not possible to obtain the model or (B)(4).

Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 25 and 100 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.